Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. On (B)(6) 2016 a device software download was performed which resumed normal device function. The patient was doing fine and would continue to be monitored.